Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the ipg upgrade procedure, the patient became infected with associated sepsis.